Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons had an intermittent response and required multiple presses to elicit a response for several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click; the complaint could not be confirmed or duplicated. During investigation, the keypad was removed and no contamination was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.